Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient had high blood glucose level due to viral infection. The patient tried to treat it with bolus and changed infusion sets. Therefore, the patient was admitted to hospital on (B)(6) 2024 at 3 : 00 am due to high blood glucose level ( 530 mg/dl). Also, the patient was confused, tired, had flu during hospitalization. During hospitalization, the patient received intravenous insulin drip (intravenous insulin infusion). The length of hospitalization was from (B)(6) 2024. No further information was available.